Event description:
The operator failed to clamp the saline line during a routine hemodialysis treatment causing the saline bag to empty and a venous air alarm to occur. The operator was not able to resolve the alarm. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's hgb decreased from 9.0 g/dl to 8.0 g/dl. The pt's standard epogen was increased from 10,000 units 3xweek to 20,000 units 3xweek. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator failed to clamp the saline line as directed in the user's guide. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.